Event description:
(B)(4). Immediately following insertion of essure I started having spasms in my left tube. Before essure I was healthy. Now I have osteoporosis, joint swelling, rashes, nerve pain, numbness, weakness, rapid tooth decay, bloating, sever lower back pain, lesions on spine and liver, weight loss, hair loss. Recent blood work reveals anemia, low platelets, and hemoglobin. I was so healthy before essure and slowly over the last 5 years my health has declined. I have talked with my gyno about this but he just won't listen. I told him as a child my mom couldn't get my ears pierced because I was allergic to the metal. Why would I not be allergic to the metal in essure? Gynecologist won't listen. I feel like I will be dead before anyone will listen. I'm only (B)(6) I shouldn't be in this shape.